Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 300 mg/dl and 400 mg/dl. Customer¿s current blood glucose was 195 mg/dl. Customer reported that he received unexpected restart and cleared it. Customer reported that alarm did not occur shortly after inserting a new battery. Customer reported that unexpected restart alarm is not recurring during normal pump use. Customer treated for high blood glucose by taking more bolus than normal. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit alarmed unexpected restart error after battery change and resets time/date to factory default due to voltage leak at interface board. Unit was programmed the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The high and low suspend alarm working properly and no anomaly noted. Unit had stained address/serial number label.